Event description:
User reported having to visit the ER because her iud had been dislodged. She was also prescribed antibiotics for a bladder infection which she believed to be from the cup not allowing her to fully empty her bladder.